Event description:
It was reported that the home patient had an unknown system error on the homechoice device during use. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the reported event was unknown; however, a reload the set 201 alarm was identified during a review of the event history log. Visual inspection, full functional testing, electrical safety testing, calibration and simulated therapy were performed. The cause of the issue was determined to be the silicone o-rings. The silicone o-rings were replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.